Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A waste bag pressure alarm occurred at the start of a routine hemodialysis treatment which could not be resolved. The operator discontinued treatment without performing rinseback, resulting in an estimated blood loss of 50cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinsbeack as instructed in the user's guide, which states to promptly rinseback the pt's blood in the event of an unrecoverable alarm. The cartridge was not available for evaluation. Facility staff attributed the alarm to occlusion of the waste line as the operator had not performed the required maintenance. The user's guide provides adequate instructions for troubleshooting alarms. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and provided additional training regarding regular cleaning of the waste line. Nxstage medical considers the report closed. No additional info will be provided.